Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a posterior needle to cuff miss. The reported difficulty to insert and difficulty deploying the plunger were not confirmed based on the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a prostyle device via 6fr sheath after a heart catherization procedure. Reportedly, the prostyle device could not be advanced over a 0.035 guide wire, resistance was met. The guide wire was changed to a non-abbott super stiff wire and advancing was again unsuccessful. The prostyle was removed and a proglide was successfully advanced. The proglide was removed and the prostyle was reinserted and entered the vessel with difficulty. Difficult advancing the plunger and deploying the needles was noted. The prostyle was deployed; however, a cuff miss [suture retrieval issue] occurred. The proglide was reinserted and deployed to ultimately achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.